Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of enterococcus and klebsiella pneumoniae which is are organisms normally found in human intestines. Additionally, klebsiella pneumoniae is found in the human mouth. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to poor infection control technique (patient not wearing a mask and not washing hands) during pd treatment, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and had questions regarding setup and the different looking connector end. The patient was advised to follow-up with the pd nurse. Upon follow up, the patient¿s pd nurse reported the patient did not complete pd treatment on (B)(6) 2020 due to not having the needed connection on the pd catheter (not a fresenius product). There were no patient adverse effects, per the nurse. Reportedly, the correct connection was placed the following day and the patient was able to resume pd treatment using the cycler. Additionally, the nurse indicated on (B)(6) 2020, the patient was hospitalized for peritonitis. Per the nurse, a pd culture was obtained (on (B)(6) 2020) which yielded growth of the organisms enterococcus and klebsiella pneumoniae. It was reported the patient was treated with ceftazidime (dose unknown) intra-peritoneal and the patient did manual pd exchanges while hospitalized. The patient is was discharged on (B)(6) 2020 and is reportedly recovering from the event. The patient continues pd therapy with the same cycler without any issues. The nurse reported the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse adamantly reported the event was related to poor infection control technique, patient not wearing a mask and not washing hands.